Manufacturer narrative:
Device received with partial white display due to corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to partial white display. Unable to verify critical pump error due to partial white display. Unit received with moisture damage on force sensor assembly and motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and they received critical pump error. The customer blood glucose level was 593 mg/dl at the time of incident. Customer states that the insulin pump had a big crack. Customer treated with insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.